Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they went to the hospital for unrelated issues and ended up having 2 cardioversions done over their stay in the hospital. When they got home they were wetting on themselves and they tried checking the device status a couple of days later and encountered an 'internal device has lost all data' message. The meaning of the message was reviewed and the patient was redirected to their healthcare provider to address the issue. No further complications were reported or anticipated.